Event description:
Consumer called stating that he rested his hand on the corner of the 6417 over the bed table when the top allegedly popped up and hit him in the head.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 6417, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1143201 rev c (aug-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that he rested his hand on the corner of the 6417 over the bed table when it allegedly popped up and hit him in the forehead. He stated that he knew there was a 25 pound weight limit, but did not think he applied that much pressure. The weight limitation is mentioned on page 1 of the operating instructions. Invacare consumer affairs followed up with a call to the consumer. The consumer stated that he was in bed and the table was next to the bed. He leaned on far corner of the table and it allegedly popped up and hit him in the head. He stated that the screws that attach the table have been pulled out and he cannot use the over bed table now. He did not seek medical attention for the injury. A call tag was sent as well so that the consumer can send the product back. The file is pending the return of the product for investigation. The malfunction has not yet been confirmed.